Manufacturer narrative:
Nihon kohden orangemed llc will submit a supplemental report if additional information becomes available.

Event description:
It was reported that the patient was placed on an nkv-330 ventilator, and the ventilator began to alarm low o2 supply because the patient had a high respiratory flow demand and required 100% oxygen. In an attempt to resolve the low o2 supply alarm, the respiratory therapist (rt) removed the patient from the nkv-330 ventilator and placed the patient on another nkv-330 ventilator. The patient's respiratory flow demand remained high, and the same low o2 supply alarm went off on the replacement nkv-330 ventilator, so the patient was placed on a third nkv-330 ventilator. The patient was reported to have had some hypoxia and recovered to baseline. The hospital is unable to share patient demographics.

Manufacturer narrative:
Evaluation completed. See attached failure investigation summary report.